Event description:
I underwent two coolsculpting procedures at (B)(6) in (B)(6) on "(B)(6) 2021" and (B)(6) 2021. On (B)(6) 2021, I started experiencing intense cramping and diarrhea off and on for about a week. After the second procedure of (B)(6) 2021, the cramping and diarrhea started again on (B)(6) 2021. The diarrhea continued intermittently throughout the remainder of (B)(6). In (B)(6), the diarrhea intensified to the point that it limited my ability to go outside my home. The symptoms continued until (B)(6) 2022, at which time the diarrhea stopped and my bowel movements returned to normal. I had several tests done (as noted below) to determine the cause of the diarrhea and did not correlate the coolsculpting procedures and the diarrhea until after all tests were completed and were found to be normal. FDA safety report ID# (B)(4).